Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that at 11:00 am he experienced symptoms of hypoglycemia. The customer stated that he felt dizzy and was light headed. Customer stated that due to having the low blood symptoms, he attempted to self-treat by getting some ice cream out of the refrigerator. Customer stated that his legs were weak and he fell down hitting his head. The customer passed out at home and his son found him on the kitchen floor. The paramedics were called and arrived around 12:00 pm. He stated that when the paramedics arrived his son tested him using his accu-chek meter with a reading of 219 mg/dl at 1:00 pm. Customer stated that the paramedics tested him within 10 minutes with a reading of 106 mg/dl on their professional meter. The paramedic's treated the customer with d50 and glucagon injections. The customer was transported to the hospital. At the hospital the customer was treated with an IV, however the customer does not know what the IV contained. The blood glucose results obtained at the hospital were not provided. The customer was in the emergency room for 5 hours under observation, and was not admitted into the hospital. Return of the suspect device was requested for evaluation.